Event description:
A patient was referred for lead and generator replacement surgery less than 1 month after generator replacement surgery. The surgeon reported that high impedance was observed on the patient's device, and a warning message indicated that the programmed output current could not be delivered as a result. The patient had also experienced a change in seizure control no additional relevant information has been received to date. No surgical intervention has occurred to date.

Event description:
The patient underwent surgery due to the high lead impedance. It was reported by a company representative that the high impedance resolved with lead pin reinsertion into the generator header. No additional relevant information has been received to date.

Manufacturer narrative:
Date of event, corrected data: follow-up report #01 should have indicated date of event as (B)(6) 2018. Suspect medical device, corrected data: follow-up report #01 inadvertently indicated incorrect suspect product. Operator of device, corrected data: follow-up report #01 inadvertently did not indicate correct device operator. Implant date, corrected data: follow-up report #01 inadvertently indicated incorrect suspect product. Device manufacture date, corrected data: follow-up report #01 inadvertently indicated incorrect product information.